Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Dexcom reviewed receiver data on 04/02/2014. There were indications of gaps in transmission. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.